Manufacturer narrative:
Results - is based upon evaluation of the returned sample and user facility information; is based upon evaluation of samples pulled from the current production. Conclusions - is based upon evaluation of the returned sample and user facility information; is based upon evaluation of samples pulled from the current production. Examination of the return sample confirmed: (1) the sheath had been damaged approximately 88mm from the proximal end of the sheath and the length of the separated portion measure approximately 12mm; (2) it was concluded that all materials had been successfully removed since the original length of the sheath is 100mm; (3) the portion of the sheath that had been separated had 3 points where it had been bent and (4) microscopic examination revealed that the cross-section at the point of separation had a smooth surface and evidence of stretching was observed along the adjacent tubing surface. Examination of samples pulled from the current production confirmed there were no anomalies or defects. Testing of samples pulled from the current production confirmed that performance specifications were met. In addition, samples pulled from the current production were used to intentionally simulate the observed damage to the returned device. The results confirmed that a smooth surface cross-section at the point of separation is most consistent with the tube being damaged with a sharp object and stretching along the adjacent surface is most consistent with the tube being subjected to a pulling force resulting in separation. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of samples from current production are most consistent with the sheath having been damaged as a result of contact with a sharp object followed by complete separation due to continued attempts to manipulate the device during withdrawal. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the tip of the glidesheath was broken during a procedure. Follow-up communications confirmed: (1) the glidesheath was being used during a radiofrequency catheter ablation procedure; (2) the procedure was performed via a femoral artery entry site; (3) although the physician stated that he did not feel any friction as the glidesheath was withdrawn after the procedure was complete, he noted the tip of the introducer sheath had become separated; (4) the separated portion of the introducer sheath was successfully retrieved using a snare catheter; (5) the patient was reported to be stable following the procedure and (6) the physician conjectured that the glidesheath in the femoral artery may have been damaged when he was inserting a second glidesheath in the adjacent femoral vein.